Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-06-08. H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing an inch below the upper fitment appeared stretched. No other defects were observed. Visual inspection under magnification was performed on the silicon pumping segment and evidence of ballooning at the silicon was observed. The customer's complaint of a large bubble in the loading segment of the tubing was verified. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. Potential root cause for this issue is an use issue of not properly flushing the set. The ballooning is caused by excess pressure within the silicone tubing segment when the tubing is not clamped per dfu instructions.

Event description:
It was reported that the as lvp 20d 2ss cv experienced air bubbles/air in line, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown. I was given tubing from the ICU that had a large bubble in the loading segment of the tubing. In the past, I know that this was due to user error when priming and stretching the loading segment of the tubing. Bedside rn stated that the pump started alarming "occlusion". After checking the line and flushing the IV, the nurse restarted the infusion. The pump then alarmed "door open". When the rn opened the door on the channel, he noticed a large bubble x2 in the IV tubing. Rn immediately stopped the infusion.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv experienced air bubbles/air in line, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown. I was given tubing from the ICU that had a large bubble in the loading segment of the tubing. In the past, I know that this was due to user error when priming and stretching the loading segment of the tubing. Bedside rn stated that the pump started alarming "occlusion". After checking the line and flushing the IV, the nurse restarted the infusion. The pump then alarmed "door open". When the rn opened the door on the channel, he noticed a large bubble x2 in the IV tubing. Rn immediately stopped the infusion.